Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced and adjusted the camera. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would display a blank screen. No patient injury was reported.